Event description:
It was reported that the patient underwent a lumbar disc surgery and during the procedure, one screw slipped and had to be replaced to complete the surgery. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Product analysis (B)(4) observations: macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread. Functional evaluation with a sample m8 mas found the set screw unable to be engaged in the mas head. Conclusion: the above observations are consistent with misalignment of the mas and set screw threads during construct assembly.